Event description:
A healthcare professional reported rupture discovered by ultrasound scan. This record relates to the right side. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional information: phone- (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Observed opening in the posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
A healthcare professional reported right side rupture discovered by ultrasound scan. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, red particles in the shell, broken shell and missing shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.